Event description:
Corpak feeding tube placed, shortly thereafter pt coded. Pt resuscitated/intubated. X-ray revealed the nasogastric tube was in the lung (left pleural space). Difficulty removing tube. Balloon on endotracheal tube deflated and nasogastric tube removed easily. Several minutes later pt coded again. The pt was resuscitated and survived. Family changed status to a dnr and shortly after pt expired. Autopsy to be performed. No results as yet as to the cause of death.

Manufacturer narrative:
No sample or lot number is available for evlauation. The sample was disposed of by the customer. Placement into the lung is a known risk of any feeding tube placement procedure. Feeding tube placement is dependent on the pt and clinician not the tube itself.